Event description:
Claim, "two paramedics were injured loading a patient occupied 93-p in the hospital parking lot. Uncertain if the patient was injured as a result of the stretcher falling on top of them. The cot is out of service."

Manufacturer narrative:
Unit to be evaluated by service company.